Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 33.3 mmol/l. Customer had symptoms such as headache. The customer treated with the pen. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. Based on customer report customer does allege insulin pump was under delivering. The reservoir will not be returned for analysis.